Event description:
It was reported that this implantable cardioverter defibrillator (ICD) upgrade was cancelled due to chronically low r-waves. There was inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) that accelerated the patient into ventricular tachycardia (vt). The arrhythmia terminated with no shock delivered. Programming was changed to reduce inappropriate therapy. Subsequently, this ICD was explanted to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The ICD has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) upgrade was cancelled due to chronically low r-waves. There was inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) that accelerated the patient into ventricular tachycardia (vt). The arrhythmia terminated with no shock delivered. Programming was changed to reduce inappropriate therapy. No additional adverse patient effects were reported.